Event description:
The device was implanted and after four hours it stopped working. As a result a revision was conducted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint was evaluated by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Three cuts in catheter material 14cms from sensor case. Multiple severe kinks, mashed, and stretched areas along catheter. Codman connector label torn and missing text. Wires broken inside catheter. Unable to test. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.